Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss due to unknown reasons. It is unknown whether there are plans to reimplant the patient as of the date of this report, (B)(6), 2010.the device is not available for analysis.

Manufacturer narrative:
(B)(4). The device is not available.